Event description:
It was reported that multiple intermittent altitude alarms occurred while the customer was not outside of the labeled operating altitude range. Reportedly the customer either reloaded the same cartridge or loaded a new cartridge to resolve the issue. Additionally, it was reported that the pump shut off unexpectedly. Customer declined further troubleshooting for the reported issue. Reportedly customer continued to use the pump for insulin therapy and also confirmed that manual injections are available. Customer's blood glucose ranged from 125 mg/dl to 225 mg/dl.